Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection between the supply line of a homechoice cassette and a supply bag was reported and is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was determined that one of the supply bags became detached from the supply line. Renal therapy services (rts) assisted the patient in clearing the alarm and removing the cassette. Rts advised the patient to start over with the new supplies. Rts reviewed proper procedures with the patient per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.